Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a por on patient programmer. The patient reported the programmer would not work when they try to use it because they get the por message. The patient reported there was a recent medical test or emi exposure. The patient stated they turned the therapy off that morning for a revision surgery and when they tried to turn on the therapy before leaving the hospital they couldn't get the therapy back on because of por. No patient symptoms were reported. No further complications were reported.